Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are known potential risks of the tavr procedure. The device was returned to edwards, (B)(4) in a used condition along with the sheath and an atrion syringe. Upon visual inspection, a longitudinal tear down the length of the balloon translating into a radial tear between the marker bands was observed. A piece of the balloon material was noted to be missing from the balloon, which was later retrieved from the valves of the sheath. There does not appear to be any other missing pieces of the balloon. No visual abnormalities were identified along the length of the tear under magnification. A longitudinal cut was also observed on the pusher and coil cover. Per follow-up information, the cut was most likely made by the facility risk management department after the case during attempts to find the missing balloon piece. The double wall thickness of the returned balloon was measured and it was found to meet all specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the balloon burst for the complaint device was confirmed. There was no indication of a manufacturing non-conformance on the returned device. Per report, the patient¿s excessive calcium on native leaflets must have caused the balloon to burst. It is likely that the root cause is related to the rationale outlined in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
As of (B)(6) 2013 the complaint device remains under the custody of the hospital's risk management department. To date, despite multiple requests, the device has not been returned to edwards lifesciences for evaluation. Edwards will continue to follow up for return of the device. If the device is obtained, a follow-up will be submitted with results of the evaluation. Reference user facility report number (B)(4) submitted by the facility.

Event description:
According to the edwards lifesciences territory manager report, during a tavr procedure via transapical approach the ascendra delivery system balloon burst after valve deployment. Case summary: due to the patient¿s severely calcified aortic annulus and leaflets, the physician experienced difficulties to crossing the annulus with the bav. After bav was performed, it was still difficult to cross the annulus with the delivery system. The delivery system balloon was inflated and it was noticed that the balloon ruptured upon valve deployment. When the delivery system was removed it was noticed that the balloon was missing approximately 1/4 of the distal end of the balloon. The echocardiogram reported that post deployment the sapien valve was position 50:50 and had mild-moderate paravalvular leak (pvl), and the valve was post dilated to further expand the valve and eliminate pvl. The post dilation was done with a non-edwards balloon catheter and a non-edwards sheath. The ascendra sheath had been removed because there was concern that the piece of balloon may have been in the sheath, and that the new bav catheter might push the piece back into the patient. No difference in pvl was observed. There were no adverse effects noticed by the physicians regarding the patient¿s condition. The patient was stable at the conclusion of the procedure.